Event description:
During a pta treatment procedure to dilate a lesion in the anterior tibial the guidewire broke. The guidewire was being used along with a cordis savvy balloon catheter. The tip of the guidewire broke off inside the balloon catheter. The pt is reported as 'fine' following the procedure; no injuries of complications were reported.